Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 483 mg/dl at the time of incident and the other blood glucose level was 434 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was treated with manual injections and insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The insulin pump will not be returned for analysis.